Manufacturer narrative:
The pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using fiasp insulin within the pump supplies. Tandem customer technical support informed customer that fiasp insulin is off label per the user guide. Customer performed supply change to address occlusion. There was no adverse impact to the customer¿s blood glucose level.